Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the insertion device began to unintentionally release the infusion sets after the device was dropped and a small piece broke off. No adverse event was reported. The alleged product was requested for evaluation.